Manufacturer narrative:
(B)(4). The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. A sample was not returned for evaluation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that lint or a fiber was seen in a patient's eye. It is unknown if the fiber or lint was removed. Additional information has been requested for this event. No updates have been received.